Manufacturer narrative:
G4: 16jan2020. B4: (B)(6). The manufacturer's international service technician performed troubleshooting and confirmed the reported issue in the device logs. The device was allowed to run; however, the error did not recur. The international service technician also noted that the power light emitting diode (led) indicator did not illuminate. The international service technician replaced the blower to address the high blower temperature and replaced the power switch overlay to address the illumination failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 04jun2020. B4: 05jun2020. The blower assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, it was determined that the lm20 temperature sensor failed. This was determined to be the cause of the reported event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02dec2019.

Event description:
It was reported that the unit declared a high blower temperature alarm. There was no patient involvement.